Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4) the investigation into this reported event is ongoing. Additional attempts to get information are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: the nurse watched an air bubble travel through the IV pump, and the pump did not alarm or stop the large bubble. After it passed through the pump and headed towards the patient, she stopped the pump, removed tubling and manually flushed out the bubble. No patient injury.

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.